Manufacturer narrative:
Product analysis: analysis was unable to reproduce the reported error however several system errors were found in the error log. Inspected electrical and mechanical parts. No anomalies found. Reconfigured hard drive reloaded and updated software. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer "crashes" and generates a black screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.